Event description:
The manufacturer received information alleging a ventilator was alarming for a low circuit leak alarm condition. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. During the evaluation of the device at the manufacturer's service center, the device failed test steps during testing. The device's sensor board was replaced to address the issues.